Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The suspect device was not returned to olympus for evaluation and a definitive root cause could not be identified; however, based on the available information, the investigation determined the likely cause of the reported event was an electronic component failure.

Manufacturer narrative:
This supplemental report is submitted to provide corrections and the results of the device evaluation. Corrections to sections d9 and h3. Updates to section h6. The suspect device was returned to olympus and evaluated. The reported problem was confirmed. E116 and e312 errors were generated during the evaluation and the cause isolated to a printed circuit board failure. The investigation is ongoing and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that when turning on the device, an error code e116 was generated. The problem, as reported to olympus, occurred during maintenance. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the legal manufacturer¿s investigation conclusion. Based on the available information and the results of the device evaluation, the cause of the reported event is attributed to a malfunction of the u-mount board, rust on the gpu socket on the mother board and wearing of the contact pins on the gpu assembly; these are all attributed to user handling.